Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - stem. Visual examination of the provided pictures identified the explanted distal stem covered in bio-debris. No further evaluation could be made with the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three months post-implantation, the patient underwent a hip revision due to the stem being undersized. A posterior approach was used and access was much better than the previous procedure, which used anterior approach. Unsure if there was subsidence or how stem was determined as undersized. Attempts have been made and no further information has been provided.